Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced air bubbles in reservoir. Customer's blood glucose was 10.2 mmol/l. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. After troubleshooting, customer was advised that reservoir would be replaced.